Manufacturer narrative:
(B)(4).

Event description:
It was reported that one ventricular fibrillation episode was observed on bipolar and far field egm due to noise signals during a follow-up in clinic. No shocks were delivered and the noise was not reproducible with the isometrics and pocket manipulation test. The patient was in a good condition and will continue to be monitored remotely.